Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 32.5 cm distal to the is4 connector. The proximal fragment was received for analysis. The distal fragment was not received for analysis. The pin of the is4 connector was not returned. The is4 connector showed abrasion marks. The inner coil was found stretched in this region. Due to the missing is4 connector and fragmented state of the lead, the root cause of the reported fracture could not be confirmed. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This cs lv lead was capped (inside the device pocket) during ICD changeout due to, during removal from old device, the union between proximal pin and the proximal lead and insulation was found broken. All leads were performing wnl prior to surgery. Due to cs anatomy, they were unable to place a new cs lead and the lv port on new device was plugged. No adverse patient events were reported. Should additional information be received, this file will be updated.